Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2014-25305. It was reported the patient was not receiving adequate pain relief. Reprogramming attempts did not provide resolution. Additionally, the patient reported not using the scs system in a month. In turn, the scs system is not working. An sjm representative has not met with the patient to evaluate the scs system to determine if the ipg is inoperable. It was also reported the patient is experiencing pain in her back that may be related to the system. The patient plans to undergo surgical intervention to address the issue and will consult with her physician at a later date.